Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the sureform 60 stapler was jerking the surgeon's hand. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and cta and obtained the following additional information: it was confirmed that this occurred during a gastric bypass (roux-en-y) procedure on (B)(6) 2022. The stapler was said to have engagement issues and that the surgeon had stated that the stapler had a jerking movement at one point during the procedure. The cta stated that they had to install, remove, and reinstall it multiple times before the stapler would engage properly. There was no report of the stapler being on tissue when the jerking movement occurred. The stapler was then replaced with a backup instrument to complete the procedure robotically. There was no patient injury due to the issue. No images were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "jerking surgeon hand." Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The sureform 60 stapler instrument initialized, clamped, fired, and unclamped without any issues. The sureform 60 stapler moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The master tool manipulator (mtm) input commands were aligned with the sureform 60 stapler's grips and did not experience any jerking. No errors appeared during in-house testing. A review of logs showed no firing failures. No damage was found. There was no problem detected. Additional observations not reported by the site: the sureform 60 stapler was found to have 10 engagement failures based on log review and it was replicated during in-house testing. Log review showed error code 22020 indicating "installed sureform 60 failed to engage on usm1 (roll axis hardstop check failed)." The sureform 60 stapler was installed onto the system with an in-house drape and seal. The sureform 60 stapler instrument failed the recognition and engagement tests on two out of three attempts. The first two installs failed the engagement test and the third install was able to pass the engagement test. There was no physical damage found. The root cause is not determinable or applicable. The sureform 60 stapler instrument was also found to have roll friction on the main tube. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper. The root cause of this failure is attributed to manufacturing. The sureform 60 stapler (part# 480460-09 / lot# l12220818-0551) associated with this event was last used during a gastric bypass (roux-en-y) procedure on (B)(6) 2022 on system (B)(4). There were 6 uses remaining after this last usage. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 22020 pointing to sureform stapler 60 engagement issues on usm1. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the sureform 60 stapler instrument moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.